Event description:
Coiling treatment of an a-com aneurysm. It was reported after placement of the coil (qc3-6-3d), the coil failed to detach and was withdrawn. An angiogram was performed and showed an aneurysm intact with partial thrombus. Since the catheter was in good position, another coil (qc-3-6-helix) was then used. Due to the presence of thrombus in the aneurysm sac, the coil loops were prolapsing into the parent artery and not forming in the aneurysm sac. The coil was then withdrawn and the procedure ended. Post procedure, the patient was reported to have a myocardial infarct and therefore could not be taken up for the second procedure. On follow-up, it was reported the patient still in hospitalized due to a stroke and myocardial infarct. Same event as MDR# 2020914-2008-00154.

Manufacturer narrative:
The evaluation showed the coil could not be detached because the release wire was found jammed in the pusher and could not be pulled.